Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039174) in united states on (B)(4) 2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2012 because it was imperative for health reasons that she not become pregnant again. She stated that she continued bleeding after the procedure for 3 weeks. Upon ultrasound investigation it was determined that both essure coils had migrated; one implanted into her uterus and another had broken through her fallopian tube. It was required to undergo anesthesia and surgery to have them removed. At that time; her gynecologist said he had never heard of another case where this happened and even consulted with the local essure representatives; who had never heard of it either. Because he assured her this was an abnormality and that there were no side effects; she had the procedure done again. The coils stayed this time; however; within a month she began having the worse pain ever in her lower back and abdomen; excruciating headaches; wanting to sleep all the time; horrible night sweats (soaking sheets); extreme weight gain; her once-thick hair was not thin and brittle and she was hot all the time. She stated that at her age this should not be happening. In addition; her husband said he noticed a change in her mood swings and emotional stability after having the implants. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. No device breakage could be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer, who had essure (fallopian tube occlusion insert) inserted and an ultrasound scan showed both coils had migrated, one implanted in her uterus and another had broken through her fallopian tube. She underwent a surgery with devices removal. The reported events, interpreted as device embedment (partial uterine perforation) into uterus in one side and device breakage with fallopian tube perforation in the other side were considered serious due to medical importance and are listed according to the reference safety information for essure; except for device breakage which is unlisted. Uterine perforation may occur with trans-cervical intrauterine procedure and may happen with essure therapy, most often during insertion. Also, single cases have been reported of essure breakage. In this particular case, although the exact mechanism of the reported events is unknown, considering the above mention information and the events's characteristics, a causal relationship with the suspect insert cannot be excluded and due to the required intervention this case was regarded as incident. Additionally, other non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.